Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed transient power elevations; however, a specific cause for this finding or the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively established through this evaluation. The patient was admitted for non-sustained power/flow elevations as well as increased dizziness. It was noted that ldh was elevated but stable for years in the 300s. A review of the submitted log file found mild, transient power/flow elevations on (B)(6) 2024. The elevations were captured during pulsatility index (pi) events, the system appeared to be operating as intended at the fixed speed, and there were no notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including hemolysis. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for non-sustained elevated powers and elevated flows with symptoms of increased dizziness. The patient's lactate dehydrogenase (ldh) was elevated but it had been stable for years in 300 units per liter range. Log files were submitted for review. The log file contained power elevation on 28jun2024 at 15:18 and 01jul2024 at 17:24. These events did not appear to have been equipment related.